Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a patient regarding an external device. The reason for call was rep conferenced patient in on a call to report getting error 1098, which mean oor(out of regulation), patient was trying to increase stimulation from 3.9 to 4.0 ma on the left and to increase from 0.00 to 0.1 ma on the right. Patient then selected revert and now she is at 3.8 and 0.0, and she can't increase further. Patient said since implant replacement in (B)(6) 2023, her left hand is shaking more. The right side never got relief since the first neurostimulator was placed in 2017, thus the right side was never used before. Technical services(ts) reviewed oor and possible remedy to allow further stimulation increase if applicable, such pulse width and rate adjustments, and adding more electrodes. Hcp to meet with patient to check impedance. Troubleshooting was unable to be performed rep was not with the patient. The patient was redirected to their healthcare provider to further address the issue. Information was received from a patient regarding an implantable neurostimulator. The caller stated that she was given permission by her healthcare provider to increase her settings. The caller stated that she was trying to increase the left side from 3. 9 to 4. 0 and the right side from 0. 0 to 0. 1 when she got the 1098 oor message on the handset, and saw that the therapy reverted back to what the hcp originally programed the ins to (3.8 on the left and 0.0 on the right). Pss reviewed oor/1098 error message with the caller and redirected to healthcare provider. The caller stated they have not had any falls recently. The caller stated that they called the hcp this morning and the hcp said they were going to call mdt to review. Pss provided ts number to the patient. The caller stated that they felt like the percept pc does not work as well as the previous implant (activa pc) and does not control their tremors as well as the other one did. The caller stated " this is the worst piece of equipment they have ever had". Pss redirected the caller to hcp to further discuss.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was going to see their physician for follow-up programming, but no appointment had been made at this time. The patient was currently at 3.8 which was the setting they left the physicians¿ office on.